Event description:
Incident reported as: when the neptune heater is on and breathing circuit is lying across patient's chest, occasionally artifact appears on patient's heart monitor at times resembling ventricular ectopy. The ectopy occurred when the ge solar 8000 ICU patient monitor was also used in conjunction with the neptune heater. A crash cart was brought to the room but not used after patient assessment revealed it was artifact. No patient injury reported.

Manufacturer narrative:
No sample available for investigation. Investigation is ongoing. A follow up report will be sent when available.